Manufacturer narrative:
The investigation of saturated flow has been completed. The product was not returned for evaluation. Data logs were reviewed and the logs of full case show at time of ¿placement signal low¿ alarms, motor current is variable at time of alarms with multiple spikes in placement signal. At beginning of case, saturated flow is observed with a max flow of approximately 4.3 which is higher than the set p-level range (p-9) at that time. Real time (rt) log at time of issue shows multiple spikes in placement signal with ¿impella in aorta¿ and ¿impella in ventricle¿ alarms prior to ¿placement signal low¿ alarms. At beginning of alarms occurring, pump flows became low with pump running at around p-3. Two large motor current spikes with speed deviations are observed at time with low pump flow. Low pump flows seems to resolve slightly and once flows are within a normal range for the p-level, the flows become fully saturated for a few instances with no pulsatility. Clinical details noted that saturated flows were observed and an increase in motor current (mc) to greater than 1050ma was seen. Pump was repositioned for optimal positioning. The root cause of the saturated flow was most likely due to biomaterial.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella cp support, there was a pressure saturation low alarm. Instructions were given to optimize position and parallel during call could see saturated flow and increasing mc >1050ma. The doctor was advised to escalate to impella 5.5 support due to a risk of a pump stop. The patient subsequently passed away on support the following day. It is unknown if the complication contributed to the patient's passing.